Event description:
It was reported while using bd syringe with needle, there was air leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when suctioning physiological saline, the piston is not tightly closed, and the suction is mixed with air, and the syringe is replaced and suctioned again, without causing adverse consequences.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe with needle, there was air leakage. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when suctioning physiological saline, the piston is not tightly closed, and the suction is mixed with air, and the syringe is replaced and suctioned again, without causing adverse consequences.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301947 and lot number 2105172. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained. The retained samples were evaluated, and no signs of defect could be confirmed.